Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2006. It was reported that her stimulation was no longer functioning and she is unable to charge the ipg. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the new charging system. No further information is available.